Manufacturer narrative:
Other text: g5: no 510k as product not sold in us. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that a patient went into cardiopulmonary arrest during use. "Previously used vr1 when taking a bath". When a CT scan was performed, the patients face turned brown and cyanosis was confirmed, and went into cardiopulmonary arrest. The patient was immediately resuscitated by administering cardiac massage and electric shock, and returned to the ward and put on a ventilator. Then at 11:30 the patient had the same symptoms again. The second time, the patient was not using vr1, so the reporter believes it to be an issue with the patient. The patient's condition has since stabilized. Adverse patient effects are unknown.

Manufacturer narrative:
Device evaluation: one device was received. A visual inspection found that the noairmix/airmix switching lever was about to break. During the functional testing, it was found that there was no abnormality other than the switching lever being about to break. The cause of the reported event was not found to be caused by this product. The air mix switch was replaced. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed. For all enquiries or follow-up questions related to the record, do not use regulatory.responses@smiths-medical.com located in sections g.1., please direct those to the following: regulatory.responses@icumed.com.

Manufacturer narrative:
D4: UDI updated. UDI related data quality updates only.